Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device has a flashing red light. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the 22nd august 2017. The investigation revealed transistor q45 had failed. This had caused the interrupt line of the rtc to be dragged low, resulting in the illumination of the red status led alongside a failure chirp. While the interrupt line is low, the device does not perform auto self-tests. This behaviour was witnessed during investigation and would account for the missed self-tests in the device memory. Information from the history log showed numerous occasions in which the device performed no self-tests for extended periods of time, totalling over 17 months. Due to the failure of transistor q45, the device would have been been emitting a red status led and failure chirp during these periods. The device would therefore have exhibited excess current drain, depleting the returned pad-pak prior to its expiry (october 2021). After replacing transistor q45, the device was fitted with a test pad-pak and temperature cycled between 0-50°c for 48 hours while performing self-tests every 20 minutes. During this time the unit performed and passed all self-tests, and the green status led flashed throughout. Furthermore, no significant change in the pad-pak voltage or current drain was observed, indicating no issue with the battery monitoring functionality. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be retained and replaced with a new sam 500p.

Event description:
Device has a flashing red light. There was no patient involved in this event.